Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in a non- calcified and moderately tortuous proximal right coronary artery (rca). Pre-dilation was performed with a 1.25mm non-bsc balloon catheter, and unknown size of promus stent was implanted. The 2.50mm x 8mm nc quantum apex balloon catheter was advanced for post-dilation. During the first inflation, the balloon ruptured at 10 atms. The device was removed intact and the procedure was completed with a non-bsc balloon. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).